Event description:
Customer reported that they have been testing pronto 7 with the medium sensor in a blood bank and comparing it with coulter, during 2 months. All the values they have obtained with pronto 7, were into normal range, good precision and good bias but when they have compared the pronto 7's values with the coulter's one, they have seen that they have lost some donors with hemoglobin values close to the cutoff. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.